Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer's blood glucose was 523 mg/dl, treated with manual injections. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was protruded and she did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this .